Manufacturer narrative:
The insulin pump passed the displacement test and alarmed motor error during the basic occlusion test due to faulty force sensor resistor. Unable to perform the prime test, occlusion test, and the excessive no delivery tests or verify prime fill anomaly due to motor error alarm. The motor was tested outside of the device and passed. (B)(4).

Event description:
The customer reported via phone call the insulin squirts out during manual prime process. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump did not receive second series of beeps and no number appear on the screen during prime process. The customer was advised to discontinue use of pump and revert to backup plan. The insulin pump is being replaced and was returned for analysis.